Event description:
Customer reported to baxter corporate product surveillance an unknown IV set that separated below the drip chamber. The event occurred during a cesarean section as a part of the IV therapy after the baby was delivered. According to the follow-up with the anesthesiologist, it was determined that the set was being used with an unknown medication and the unknown medication was being replaced with pitocin. Upon spiking the pitocin, the anesthesiologist bent the tubing to 90 degrees right below the drip chamber and squeezed the drip chamber per label copy instructions. It was then that the tubing disconnected at the junction with the drip chamber. The set was replaced with a new one during the event. There was patient involvement, but there was no injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual inspection showed that the tubing was separated from the bottom of the drip chamber. Closer visual inspection showed the there is no visible solvent plow ridge. The remaining solvent bonds were then pull tested and no failures were noted. The reported condition was confirmed. Hence, an assignable cause was determined to be related to manufacturing personnel and was addressed through a corrective action at the (B)(4). A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Since the product code is unknown, a 510k number cannot be provided.